Event description:
A third party service agent contacted physio control to report that their customer's device device would not power on.there was no reports of patient use associated with the reported event.

Manufacturer narrative:
The third party service agent was contacted numerous times for more details related to the repair of the device, but no response appears to be forthcoming. A cause of the reported issue could therefore not be determined.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no reports of patient use associated with the reported event.